Event description:
It was reported that the pump shut off unexpectedly. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Cause was due to pump unexpected shutdown stopped insulin delivery. A correction bolus was delivered to address bg. Customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.